Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-mar-12, additional information was received from the physician via the manufacturer representative (rep). The patient was being admitted to the hospital overnight. It was unknown at this time if the removal of the pump resolved the infection.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial #: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type: catheter. Product ID: 8703w, lot #: (B)(4), implanted: (B)(6) 1998, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 01-jun-2013, UDI #: (B)(4). Product ID: 8703w, serial/lot #: (B)(4), ubd: 12-oct-2000, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-mar-08, information was received from two healthcare professionals (hcp) via a manufacturer representative (rep) regarding a patient receiving lioresal (61.41 mcg/day, 500 mcg/ml) via an implantable pump for non-malignant pain, failed back surgery syndrome, intractable spasticity and spinal cord injury/spinal cord disease. Information received reported the patient's pump and catheters were removed due to an infection in the pump and catheter area on (B)(6) 2019. The onset date of the infection was unknown. There were no known environmental, external, or patient factors that may have caused or contributed to the event. There were no known diagnostics or troubleshooting that occurred. It was unknown if the event resolved at the time of this report. The patient's status was alive - with injury (infection).